Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, the patient reported pain and radiographs revealed acetabular cup spin-out. A revision procedure was performed on (B) (6) 2010 to remove and replace the component.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on march 10, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. Evaluation of the returned component found relatively little on-growth on the superior surface. There are scratches along the perimeter edge and a few articulating surface scratches, but it is unclear how much of the scratches may have occurred during removal of the component. Dimensional evaluation of the component found that it met specifications. (B) (4)

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, the patient reported pain and radiographs revealed acetabular cup spin-out. A revision procedure was performed on (B) (6) 2010 to remove and replace the component.